Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1142 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices with a 7f sheath after an aortic dissection interventional procedure. Reportedly, the sutures of both devices were not present when the plungers were removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was not confirmed as all components were not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported the pre-close technique was used for this procedure. The sheath was upsized to 20f and the sutures of two new proglide devices were used to achieve hemostasis. No additional information was provided.